Event description:
A report was received that the patient was experiencing worsening thigh pain. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing worsening thigh pain. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the worsening pain on the patients thigh was not device related. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing worsening thigh pain. The patient will undergo a lead revision procedure.